Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma; rupture.

Event description:
Healthcare professional reported via nbir "seroma, device migration/implant malposition, suspected/actual rupture/deflation". Additionally reported was "correction of asymmetry" which is not a complaint against device. Affected side is left. The device has been explanted and replaced.